Manufacturer narrative:
An event regarding dislocation involving an rsa insert. The event was confirmed. Medical records received and evaluation: all records were reviewed by a consulting clinician who indicated: ¿undated/unlabled x-ray shows dislocation, no operative reports, or confirmation of event." Device history review: review of the device history records indicates all devices accepted into final stock met specifications complaint history review: there have been no other events for this lot or sterile lot. Conclusions: based on the medical review, dislocation was confirmed however there is no confirmation of pain and infection. The root cause could not be determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Pus drainage from open wound at surgical incision after surgery. Update: patient dislocated & presented with pain to doctor. Doctor noted pus at incision site(superficial infection). Replaced components due to dislocation and during revision also treated for infection (wash out and irrigation).

Manufacturer narrative:
The following other device was also listed in this report: glenosphere - 32mm dia x 6mm thk concentric; cat# 5573-c-3206; lot# 8837wa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital for lab culture and was not returned to the manufacturer. Additional information was requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pus drainage from open wound at surgical incision after surgery.